Event description:
Procedure: tap transabdominal preperitoneal. According to the reporter: during the case, within ten minutes of use, cutting became dull. Activation stopped eventually. There was no error on the display appeared. Another device was used to complete the case.

Manufacturer narrative:
(B)(4).